Event description:
Md was performing a laparoscopic salpingo oophorectomy and broke 3 abc probes for the argon bovie. No harm came to the patient. There is a possibility that this was physician technique. Reason for use: benign neoplasm of uterine tubes. The product is not compounded. The product is not over-the-counter.